Event description:
Boston scientific received information that this product was part of a system revision due to infection. Healthcare personnel called up to asked if it is advisable to use magnet during the revision. Boston scientific technical services (ts) indicated that its okay to use magnet but cardiac resynchronization therapy defibrillator (crt-d) will be permanently turned off with the programmer. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.